Event description:
It was reported that an ilet user experienced hyperglycemia, with the ilet displaying high and a concurrent fingerstick of 336 mg/dl; the user confirmed no insulin leaks or tubing issues, had recently changed supplies for a cartridge-driven infusion set, and calibrated the g7 sensor during the call, with automated correction doses observed and glucose trending downward. Customer care provided assistance which included sensor calibration on the ilet, and confirmation of infusion set integrity. Investigation of this case revealed no device malfunction identified and glucose improving after calibration and ongoing automated corrections. No symptoms associated with elevated blood glucose. Outcomes included user self-management at home without medical intervention. It was concluded that the event was hyperglycemia with cause unclear, with device function consistent with design. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.